Event description:
Reportable based on device analysis completed on 29-sep-2023. It was reported that crossing difficulties occurred. The 65% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. A 2.50 x 28mm synergy xd mr drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported, and the patient was fine. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 28mm stent delivery system (sds was returned for analysis. Visual, tactile and microscopic analysis and dimensional testing were performed on the device. A visual and tactile examination of the hypotube found multiple kinks and a break at 18.5cm distal to the distal end of the strain relief. Extrusion profile: no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the stent found stent damage with stent struts stretched over bumper tip from mid distal section of the stent. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.